Event description:
A customer contacted stryker to report that their device would intermittently not respond to on/off button presses. There were no reports of adverse effects to the patient associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center further evaluated the removed part and determined that the cause of the reported issue was due to worn out star dome on the power button of the main keypad assembly.

Event description:
A customer contacted stryker to report that their device would intermittently not respond to on/off button presses. There were no reports of adverse effects to the patient associated with the reported event.